Event description:
The arthroplasty was revised due to acetabular loosening, femoral loosening and possible infection. The components were implanted in situ for ~ 1.8y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised.

Event description:
The arthroplasty was revised due to acetabular loosening, femoral loosening and possible infection. The components were implanted in situ for ~ 1.8y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant.